Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue as cartridge alarm 34 and arranged to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy and was guided through the process of returning the problematic pump. The customer understood these instructions, and a replacement pump was shipped by technical support. Additionally, the customer acknowledged the need to program settings and connect their cgm to the new pump.